Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the brake to axes controller platform (acp) cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty brake to acp cable in the patient side cart (psc). This issue can be resolved by fse service to replace the part. This issue is also captured in the fmea, electrical, gen5, psc & usm, mp (818980-50, rev. F) via risk ID g5-psc-mp-2320.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (no ports placed), there were repeated 32100 faults on the boom. Technical support reviewed logs and confirmed faults in the logs. The system was moved away and not used to perform the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to investigate the reported problem. The brake cable was replaced to resolve the issue. The system was then tested and verified as ready for use. The brake cable has not been returned for failure analysis testing so no further details are available at this time.